Event description:
A black, oily substance was found in the produced bone chips after usage. To date, no adverse consequence to the patient or surgical delay has been reported.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event was attributed to improper cleaning and/or sterilization of the device.